Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Patient later reported "few small cystic images" that have been deem as no device related. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5.

Event description:
Patient reported "rupture". Patient later reported "few small cystic images" that have been deem as no device related. Healthcare professional later reported "implant rupture and capsular contracture baker grade ii". This record is for the right side. Device remains implanted.